Manufacturer narrative:
Device evaluation the everflex stent with entrust stent delivery system, (sds), was received loaded and locked-up on a 0.014¿ compatible guidewire. The entrust stent delivery system is a 0.035¿ guidewire compatible device. The sds deployment handle safety tab cavity was examined; the inner guidewire lumen was bent within the cavity. The inner guidewire lumen most likely bent within the cavity since the lumen was not fully supported by the 0.014¿ guidewire. When the inner guidewire lumen bent in the safety tab cavity deployment of the stent stopped. The entrust stent delivery system is a 0.035¿ guidewire compatible device. Backlighting of the distal end of the outer sheath confirmed that the stent was deployed. Deployment of the 150mm length stent stopped when approximately 30mm of the stent remained within the stent delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a protege everflex self-expanding stent along with a 6fr sheath during procedure to treat a none calcified lesion in the superficial femoral artery (sfa). There was no damage to device packaging. There was no issue noted with removing device from hoop/tray. IFU was followed. During procedure, deployment issue occurred. Physician was unable to deploy the stent. There was no resistance encountered during delivery to lesion. The device passed through a previously deployed stent. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed during procedure. The lesion was pre dilated using a hawkone device with the device passing through a previously deployed stent. Physician was able to deploy stent but not in proper position (non-target lesion) because of the extreme difficulty in deployment roller ball locking up. Physician was able to eventually deploy stent but not in desired location. It was reported that the roller dial locked up and could not deploy all of stent. Physician used another stent (different size) to complete the procedure. There was no patient injury or vessel damage reported.